Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right and left ventricular leads and a non-boston scientific atrial lead were explanted due to a patient infection. The patient had a positive culture in their blood and it was reported that infection was in the patient's heart. The infection is not related to the implanted system and there was no evidence of infection in the pocket. No further adverse patient effects were reported.

Manufacturer narrative:
It was reported that these products will be returned. Should additional information become available this event will be updated.